Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. Hemostasis was achieved using a non-abbott device. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The was received. Investigation is not yet complete.